Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot 5038013 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, leaks, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programing issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after the implantation of a hakim valve, the valve could not be adjusted and it was explanted. The event led to 1 hour surgical delay.